Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the there was a new open circuit on electrode 3. They ordered a skull x-ray. No hold on fall but reports hit her head on a tree branch. Unclear if its related. Interrogation of stimulators: lead 3389 battery: 2.97v activa pc- (B)(6) 2017 model 37601 sn (B)(4) % on:100 lstn configuration 1+/2- amplitude: 2.9v pulse width: 60 frequency: 180 electrode impedance: within normal limit (wnl) except electrode 3: c/3: 17.3k; 0/3: 20.5k; 1/3: 18.0k; 2/3: 17.3k therapy impedance: 1747 ohm, 1.7ma changes: none patient programmer: 0-3.2v rstn 9-10-/11+, 2.3v, pw 60, rate 180 (0-2.9v) electrode impedance: within normal limit (wnl) therapy impedance: 1912 ohm, 1.2ma it was reported that elective replacement indicator (eri) was at 5.07 years, end of service (eos) at 5.32 years. No symptoms were reported. No further complications were reported or anticipated with this event.